Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("right essure contraceptive device, partially extending into endometrial canal") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos, mirena and contraceptives for topical use. Concurrent conditions included obesity and pelvic pain. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced headache ("headache/pain: head"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/period would last all month except for one week where there was no bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 21 days after insertion of essure. In (B)(6)2015, the patient experienced abdominal distension ("abdomen would swell resembling pregnancy") and mood altered ("bad mood"). In (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) accompanied by bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/pain: back"), depression ("depression"), fatigue ("fatigue"), pain in extremity ("pain: feet"), abdominal pain upper ("pain: stomach"), adnexa uteri pain ("pain: ovaries") and abnormal behaviour ("psychological or psychiatric problems condition: could not take care of my family") and was found to have hormone level abnormal ("hormonal changes: unspecified") and neoplasm ("tumor / teratoma / cancer type: unspecified"). The patient was treated with surgery (surgery to remove fallopian tubes, essure coils and uterus.). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, headache, migraine, vaginal haemorrhage, hormone level abnormal, nausea, abdominal distension, weight increased, neoplasm, pain in extremity, abdominal pain upper and adnexa uteri pain was resolving, the device dislocation, mood altered and abnormal behaviour outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal behaviour, adnexa uteri pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, neoplasm, pain in extremity, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2015,(B)(6)2015, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion; in (B)(6)2015: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: results: mild left hydrosalpinx. (B)(6)2016, CT abdomen and pelvis with intravenous contrast revealed: impression: right essure contraceptive device, partially extending into endometrial canal. Mild hepatic steatosis impression: unremarkable sonogram of the uterus, a iud device is seen the fundal aspect of the central endometrial complex extending towards the cornua simple appearing right ovarian 2 cm cyst. The left ovary appears normal. Both ovaries contain color doppler flow. Stable small left-sided hydrosalpinx.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient´s medical record: abdominal pain, headaches, dyspareunia, menorrhagia and the following one was described in patient´s medical records device dislocation." Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received. Event:hormonal changes describe: bad mood, psychological or psychiatric problems condition: could not take care of my family, were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device dislocation ('right essure contraceptive device, partially extending into endometrial canal') in a 33-year-old female patient who had essure (batch no. L86545) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos, mirena and contraceptives for topical use. Concurrent conditions included obesity and pelvic pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015 to (B)(6) 2017, levonorgestrel (mirena) (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and oral contraceptive nos from 2005 to 2012. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse) accompanied by bleeding"), abnormal behaviour ("psychological or psychiatric problems condition: could not take care of my family"), stress ("stress"), anxiety ("anxiety"), pelvic pain ("pelvic pain lower belly left quadrant") and complication of device insertion ("they couldn't attach it to the left tube"). On (B)(6) 2015, the patient experienced headache ("headache/pain: head"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)/period would last all month except for one week where there was no bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), abdominal distension ("abdomen would swell resembling pregnancy,bloating") and mood altered ("bad mood") and was found to have hormone level abnormal ("hormonal changes: unspecified") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash macular ("rashes(red spot in both legs)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/pain: back"), depression ("depression"), cyst ("tumor / teratoma / cancer type: unspecified-cyst"), pain in extremity ("pain: feet"), abdominal pain upper ("pain: stomach"), adnexa uteri pain ("pain: ovaries"), anaemia ("anemia") and coital bleeding ("(painful sexual intercourse) accompanied by bleeding"). The patient was treated with colecalciferol (vitamin d3), famotidine, ibuprofen and surgery (surgery to remove fallopian tubes, essure coils and uterus.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, headache, migraine, vaginal haemorrhage, hormone level abnormal, nausea, abdominal distension, weight increased, cyst, pain in extremity, abdominal pain upper and adnexa uteri pain was resolving, the device dislocation, mood altered, abnormal behaviour, stress, anxiety, rash macular, anaemia, pelvic pain, complication of device insertion and coital bleeding outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal behaviour, adnexa uteri pain, anaemia, anxiety, back pain, coital bleeding, complication of device insertion, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash macular, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015,(B)(6) 2015, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion healthcare provide told that only right side was occlude date of communication. (B)(6) 2015; in (B)(6) 2015: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: results: mild left hydrosalpinx. (B)(6) 2016, CT abdomen and pelvis with intravenous contrast revealed: impression: right essure contraceptive device, partially extending into endometrial canal. Mild hepatic steatosis impression: unremarkable sonogram of the uterus, a iud device is seen the fundal aspect of the central endometrial complex extending towards the cornua simple appearing right ovarian 2 cm cyst. The left ovary appears normal. Both ovaries contain color doppler flow. Stable small left-sided hydrosalpinx.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient´s medical record: abdominal pain, headaches, dyspareunia, menorrhagia and the following one was described in patient´s medical records device dislocation." Most recent follow-up information incorporated above includes: on 21-sep-2020: pfs received: lot number added, onset date added, event stress, anxiety, rash, cyst, anaemia and pelvic pain and complication of device insertion added. Treatment and concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and device expulsion ('right essure contraceptive device, partially extending into endometrial canal / as found in the uterus near the fundus/malposition of essure right side') in a 33-year-old female patient who had essure (batch no. L86545) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos, mirena and contraceptives for topical use. Concurrent conditions included obesity and pelvic pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2015 to (B)(6) 2017, levonorgestrel (mirena) (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and oral contraceptive nos from 2005 to 2012. In (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse) accompanied by bleeding"), abnormal behaviour ("psychological or psychiatric problems condition: could not take care of my family"), stress ("stress"), anxiety ("anxiety / psychological problem"), pelvic pain ("pelvic pain lower belly left quadrant") and complication of device insertion ("they couldn't attach it to the left tube"). On (B)(6) 2015, the patient experienced headache ("headache/pain: head"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)/period would last all month except for one week where there was no bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), abdominal distension ("abdomen would swell resembling pregnancy,bloating") and mood altered ("bad mood") and was found to have hormone level abnormal ("hormonal changes: unspecified") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced rash macular ("rashes(red spot in both legs)"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("back pain/pain: back"), depression ("depression"), cyst ("tumor / teratoma / cancer type: unspecified-cyst"), pain in extremity ("pain: feet"), abdominal pain upper ("pain: stomach"), adnexa uteri pain ("pain: ovaries"), anaemia ("anemia"), coital bleeding ("(painful sexual intercourse) accompanied by bleeding"), abdominal pain lower ("lower belly right lower quadrant pain ") and erythema ("red spot in both legs"). The patient was treated with colecalciferol (vitamin d3), famotidine, ibuprofen and surgery (hysterectomy (full) and salpingectomy bilateral and surgery to remove fallopian tubes, essure coils and uterus.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, headache, migraine, vaginal haemorrhage, hormone level abnormal, nausea, abdominal distension, weight increased, cyst, pain in extremity, abdominal pain upper and adnexa uteri pain was resolving, the device expulsion, mood altered, abnormal behaviour, stress, anxiety, rash macular, anaemia, pelvic pain, complication of device insertion, coital bleeding, abdominal pain lower and erythema outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abnormal behaviour, adnexa uteri pain, anaemia, anxiety, back pain, coital bleeding, complication of device insertion, cyst, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pain in extremity, pelvic pain, rash macular, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015,(B)(6) 2015, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion healthcare provide told that only right side was occlude date of communication. (B)(6) 2015; in (B)(6) 2015: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: results: mild left hydrosalpinx. (B)(6) 2016, CT abdomen and pelvis with intravenous contrast revealed: impression: right essure contraceptive device, partially extending into endometrial canal. Mild hepatic steatosis impression: unremarkable sonogram of the uterus, a iud device is seen the fundal aspect of the central endometrial complex extending towards the cornua simple appearing right ovarian 2 cm cyst. The left ovary appears normal. Both ovaries contain color doppler flow. Stable small left-sided hydrosalpinx.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient´s medical record: abdominal pain, headaches, dyspareunia, menorrhagia and the following one was described in patient´s medical records device dislocation." Amendment: the report was amended for the following reason: case (B)(4) found to be duplicate of this case. Previously reported event " right essure contraceptive device, partially extending into endometrial canal" pt updated to "device expulsion" events- " lower belly right lower quadrant pain, red spot in both legs "added, all information from case (B)(4) (MFR control number 2951250-2020-15398) transferred to this case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and device dislocation ("right essure contraceptive device, partially extending into endometrial canal") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos, mirena and contraceptives for topical use. Concurrent conditions included obesity, unspecified and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/pain: back"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse) accompanied by bleeding"), headache ("headache/pain: head"), migraine ("migraines"), menorrhagia ("abnormal bleeding (menorrhagia)/period would last all month except for one week where there was no bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hormone level abnormal ("hormonal changes: unspecified"), nausea ("nausea"), abdominal distension ("abdomen would swell resembling pregnancy"), weight increased ("weight gain"), neoplasm ("tumor / teratoma / cancer type: unspecified"), pain in extremity ("pain: feet"), abdominal pain upper ("pain: stomach"), adnexa uteri pain ("pain: ovaries") and device dislocation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove fallopian tubes, essure coils and uterus.). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, dyspareunia, headache, migraine, vaginal haemorrhage, hormone level abnormal, nausea, abdominal distension, weight increased, neoplasm, pain in extremity, abdominal pain upper and adnexa uteri pain was resolving, the depression had not resolved and the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adnexa uteri pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, pain in extremity, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, (B)(6) 2015, essure was inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on an unknown date: mild left hydrosalpinx . (B)(6) 2016, CT abdomen and pelvis with intravenous contrast revealed: impression: right essure contraceptive device, partially extending into endometrial canal. Mild hepatic steatosis impression: unremarkable sonogram of the uterus, a iud device is seen the fundal aspect of the central endometrial complex extending towards the cornua simple appearing right ovarian 2 cm cyst. The left ovary appears normal. Both ovaries contain color doppler flow. Stable small left-sided hydrosalpinx. ¿concerning the injuries reported in this case, the following ones were confirmed in patient´s medical record: abdominal pain, headaches, dyspareunia, menorrhagia and the following one was described in patient´s medical records device dislocation." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical condition/medication and concurrent conditions were added respectively. Lab data was added. Essure indication was amended. Essure insertion and removal date was updated. Following events were added: migraines, abnormal bleeding (menorrhagia/ vaginal)/period would last all month except for one week where there was no bleeding, hormonal changes: unspecified, nausea, abdomen would swell resembling pregnancy, weight gain, tumor / teratoma / cancer type: unspecified, pain: feet, pain: stomach, pain: ovaries and right essure contraceptive device, partially extending into endometrial canal (per medical records). She was recovering all the aforementioned events except depression. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and headache ("headache"). The patient was treated with surgery (surgery to remove fallopian tubes, essure coils and uterus.). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed full occlusion of fallopian tubes. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.